Event description:
The customer reported the system will not produce x-rays and is displaying a kv error. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. (B) (4).